Manufacturer narrative:
This electrode remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this electrode exhibited noise/oversensing with inappropriate shocks. A revision was planned to determine the root cause of this case. Meanwhile the device therapy was turned off. Technical services (ts) discussed the case and noted that this device was implanted three days ago and noise was seen in all sensing vectors. Ts advised to obtained x-rays of the system and based on electrocardiograms possible insertion, air bubbles or sternal wires issue was discussed, although insertion was the leading potential cause of the reported observations. This device remains implanted. No adverse patient effects were reported.